Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately six to twelve months ago.

Event description:
It was reported that the patient experienced inadequate pain relief and high-volume charge burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The device was not returned as it was kept by the medical facility.